Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector block was broken and it was replaced. The device also received the updated battery contact design per instructions affiliated with the existing field corrective action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.